Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it continuously rebooting was confirmed. The asp replaced its external batteries to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the external batteries.